Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and catheter for evaluation. The guide wire was unraveled, stuck in the catheter, and showed evidence of use in the form of biological material. The returned guide wire is symmetrical. Visual examination revealed the guide wire is unraveled from one end. The corresponding end of the core wire is broken and protruding out of the coil wire. Visual examination of the catheter revealed that the catheter is not a teleflex product. No obvious defects or anomalies were noted. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the weld and that the weld was present at the end of the coil wire. The exposed core wire tip is pinched and discolored at the point of separation. Both welds appeared full and spherical. The broken core wire measured 250 mm in length which is within the specification of 245.2 - 254 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.433 mm which is within the outer diameter specification of 0.432 - 0.457 mm per guide wire product drawing. Dimensional inspection of the returned catheter co uld not be performed as this catheter is not a teleflex product. The undamaged portion of the returned guide wire was functionally tested using a lab inventory ra catheter (measured 1.75"). The tested portion of the guide wire passed through the lab inventory catheter with minimal resistance. The returned catheter could not be functionally tested as it is not a teleflex product, and the returned guide wire was stuck in the catheter. A manual tug test confirmed that the non-unraveled weld was intact. A manual tug test confirmed that the non-unraveled weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The guide wire met all functional /dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a guidewire was inserted through the introducer needle. However, when the introducer needle was then withdrawn through the guidewire, the guidewire was kinked and damaged." No patient harm reported. The device was removed in its entirety and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a guidewire was inserted through the introducer needle. However, when the introducer needle was then withdrawn through the guidewire, the guidewire was kinked and damaged." No patient harm reported. The device was removed in its entirety and replaced. The patient's condition is reported as fine.